Event description:
It was reported that, during a lap total hysterectomy procedure, the tip of the device broke off. It fell into the pt and was retrieved with a grasper. Doctor ordered x-ray to confirm no metal in pt and there was none. There are no pt consequences.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.